Manufacturer narrative:
The consumer reportedly heard a pop and saw smoke while tilting in their chair. The chair was repaired by the dealer and two components were returned. The returned actuator was tested and functioned with no discrepancies. The tilt box was inspected and no external damage was observed. The box was disassembled and internal component damage was observed. Electronic malfunctions within the controller, including any debris that may result, are well contained within enclosure of the device. User remained supported by the chair. No risk of shock is presented to the user. With an electronic component failure, some degree of smoking can occur, however, this is not an indication of sustained combustion. MDR filed rec'd by invacare on (B)(6) 2010. As noted, no external damage was visible during inspection and risk analysis notes that the metal enclosure would likely sink any heat during the brief heat event. Further, no injury was reported and no risk of shock is presented to the user, and the user remained supported by the chair.

Event description:
The consumer had just gone into tilt when he allegedly heard a pop and saw smoke came from the back of the chair. The consumer's wife pulled off the cover of the actuator and found it was allegedly starting to melt. No injury is alleged.